Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not open when accessed and user experienced a clicking sound, but it was not pop. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was not opened. A field service engineer (fse) found that the drawer below the metal shielding was slightly bent, causing drawer 4 to drag on it. The fse bend the metal out of the way, allowing drawer 4 to open freely and resolved the issue. The system functioned as intended after the field service engineer repaired the device.